Event description:
The patient stated that she was getting an alarm as well as insulin shooting out during the manual prime. Troubleshooting was performed, and the drive support cap was protruding. Advised the patient that the pump should be replaced, but she stated that she has already upgraded, and will start using that pump from now on. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.